Event description:
The customer states that endocrinologists at this facility state that architect ipth assay results are higher than expected. This patient's sample was received in the lab and was slightly to moderately hemolyzed. The sample was tested on the architect i2000sr analyzer and generated a result of 42.8 pg/ml (normal range 8.5 to 72.5 pg/ml). The sample was then sent to a reference lab and generated a result of 24.0 pg/ml (normal range 10 to 65 pg/ml) on a non-abbott system. No sample remains and this patient may be asked to return for a redraw. Controls have been within specifications. There is no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).

Manufacturer narrative:
.